Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The customer performed manual exploration of oro-pharynx, mouth, trachea, and main stem bronchus to retrieve the capsule. After the retrieval of the capsule the customer used another capsule to proceed with the procedure. An endoscopy had been performed prior to the procedure and showed that the patient¿s esophagus had esophagitis distally. Endoscopy was performed prior and after placement to confirm position and placement. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The customer performed manual exploration of oro-pharynx, mouth, trachea, and main stem bronchus to retrieve the capsule. After the retrieval of the capsule the customer used another capsule to proceed with the procedure. An endoscopy had been performed prior to the procedure and showed that the patient¿s esophagus had esophagitis distally. Endoscopy was performed prior and after placement to confirm position and placement. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.